Manufacturer narrative:
Catalogue #: partial number 35700 provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse primary after secondary infusion completed. It was reported that the primary intravenous (IV) tubing was primed with normal saline. The vancomycin was hung (1500mg/500ml) over 90 minutes as a secondary infusion. The primary bag was lower than the secondary using the blue extension hanger (fully extended). Upon return to check on the infusion the device was alarming air in line, because the line had gone dry. There was still fluid in the primary bag but the fluids had to be re-primed. This occurred in the pediatric medical surgical department. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.